Event description:
It was reported that when using the bd pyxis¿ es server had a patient and medication not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient and medication was not crossing over to pyxis. The technical support specialist (tss) emailed customer to confirm whether the issue was resolved or still ongoing. Customer stated that had not encountered any further problems and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.